Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked server access and confirmed that the account was active and not locked. It was noted that the user had been logging in as a guest to administer patient medications. The user advised that pharmacy believed a sars request was required for proper access to pyxis, access was subsequently restored, and the user was able to log in to pyxis successfully. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to log in; the customer it team had reset the account, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.